Event description:
The customer stated that he was hospitalized due to hyperglycemia. The reported blood glucose reading was 300 mg/dl. The customer stated that the insulin pump was alarming when he was found unconscious and taken to the hospital. Troubleshooting was performed and found that on the night leading to the event, the customer had received auto-off, battery out limit, and failed battery tests alarms on the insulin pump. The customer stated that no one had touched the insulin pump or changed the battery when the alarms had occurred. The customer was advised that due to the alarms, it does not appear that he was receiving any insulin. A replacement battery cap was sent to the customer. The prime and high pressure tests passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have cause or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.